Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Device history records are unable to be reviewed since this device was manufactured 15 years or more ago. Based on the results of the investigation, it is likely that no image was displayed due to a communication failure caused by the faulty cable. The cause of the faulty cable could not be determined. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there were strips in the image when camera head was used. The issue was found during preparation for use in an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty cable. The device evaluation also found the coupler could not be detached from charged coupled device (ccd) unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.